Manufacturer narrative:
Approximate age of device ¿ 5 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On approximately (B)(6) 2017, after 5 years and 2 months of lvad support, the patient was admitted to the hospital with spontaneous splenic bleeding. The splenic bleeding was treated with arterial coiling. It was reported that an infection of the spleen later occurred. On (B)(6) 2017, the patient suffered a hemorrhagic stroke and expired. No additional information was provided.

Manufacturer narrative:
It is unknown if the lvad was explanted from the patient after expiration; however, it was reported that the device would not be available to be returned to the manufacturer for analysis. A correlation between the device and the reported spleen bleeding, spleen infection, and expiration due to a hemorrhagic stroke could not be conclusively determined. Bleeding, stroke and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.